Event description:
It was reported that there were telemetry issues and a patient had been having difficulty recharging since implant. It was stated that they could communicate with the patient programmer and 8840 but could not get coupling bars. It was reported that the healthcare professional (hcp) was going to do a pocket revision due to this. It was noted that it was unknown if the hcp thought it was too deep. It was noted that they have not done an x-ray to determine if the device was flipped. It was stated that the patient had good therapy. It was later reported that the patient had the implantable neurostimulator (ins) revision done and that it regarded a flipped ins but the caller ¿could not recall the date the revision was done.¿

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the ins was too deep. The pocket was revised and the patient was very satisfied with therapy.